Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced stress urinary incontinence. The patient was implanted with obtape on (B)(6) 2005. The patient was then implanted with sparc on (B)(6) 2011. No other information is available.